Manufacturer narrative:
Description of event was not received until 3-12-10: the doctor was trying to remove the stone and the basket broke. The basket was not in contact with the laser. All pieces of the basket were successfully removed from the pt. Additional info received on 3-16-10: a cystoscopic right ureteroscopy, stone manipulation and stent placement was being performed and upon the separation of extractor, pieces had to be removed from the right ureter using an (B) (4) basket and then, a surlock was used to complete the procedure. Upon receipt of the product, the eval was as follows: one used stone extractor was received noting the basket was separated and returned inside the specimen cup. The separated segment measured 7.5cm in length. The ends of the basket wires were tapered with the appearance of being pulled to separation. The coil had been stretched until separation occurred and noting the coil was protruding from the tip of the extractor sheath and a severe bend was observed in the support sheath. Most likely excessive force has caused this to occur.

Event description:
No description to date. Additional info received on 03/12/2010 - the doctor was trying to remove the stone and the basket broke. The basket was not in contact with the laser. All pieces of the basket were successfully removed from the pt. No harm was done to the pt.